Event description:
It was reported that the device "failed accuracy" and delivered at 6.3% above nominal. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection identified that the pump had no physical damage. Functional testing included delivery accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Accuracy testing found the latch lock operation difficult to completely latch up the cassette. This may have affected the accuracy of the pump if accessory not completely latched. The customer stated problem could not be confirmed. The problem source could not be identified.